Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Each of the samples were inspected. No damage was observed to any of the syringe needles. Each syringe was found to be capable of drawing and expelling water. However, one syringe was found to leak at its barrel. An inspection of the syringe found a crack in the barrel. No other defects were found across the remaining samples inspected. A review of the device history record was completed for batch # 1326335 all inspections were performed per the applicable operations qc specifications. There was one notification [(B)(4)] noted that did not pertain to the complaint. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that insulin leaked outside the barrel while using relion insulin syringe. No patient impact reported. The following information was provided by the initial reporter: stated, when he was taking injection, insulin leaked outside the barrel.

Manufacturer narrative:
H6: investigation summary customer returned (90) 0.5ml, 31 gauge, 8mm syringes from lot 1326335 each of the samples were inspected. No damage was observed to any of the syringe needles. Each syringe was found to be capable of drawing and expelling water. However, one syringe was found to leak at its barrel. An inspection of the syringe found a crack in the barrel. No other defects were found across the remaining samples inspected. A review of the device history record was completed for batch # 1326335 all inspections were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes not drawing as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that insulin leaked outside the barrel while using relion insulin syringe. No patient impact reported. The following information was provided by the initial reporter: stated, when he was taking injection, insulin leaked outside the barrel.